Event description:
After 35 months of implantation, this ICD was removed because of an absence of telemetry. In addition, it was reported that during electrical treatment for the pt's lower back pain, the device oversensed and delivered a shock. Afterwards, the device could no longer be interrogated.